Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that the fixation screw was broken off could be confirmed. The visual inspection shows that the fixation screw of the splash guard was broken off and included in the return shipment for investigation. The silicon insert was missing and not returned. The fracture surface of the screws shaft component, still assembled in the mating thread of plate cutter and also the fracture surface of the fixation screw head shows the appearance of forced rupture mode resulting from exposure to an overload. On the surface of the working part residues and corrosion marks are visible due to insufficient cleaning, drying and/or maintenance. Furthermore there is a gap between the two blades when in closed position due to plastic deformations caused by cutting inappropriate products. Additional the surface of the blade shows abrasion marks, residues and corrosion marks which clearly indicates that the pliers has been used before. Because of the plastic deformations of the working part it was not possible to cut as intended. A hardness measurement was performed and the measured hardness values are within specification. Based on investigation the failure mode (broken off fixation screw) and the determined root cause (overload- too high bending forces) could be attributed to a user related issue. No indications were found during the investigation for any systematic, material or manufacturing related issue. Therefore no corrective and/or preventive actions are deemed necessary at this time.

Event description:
During surgery when the surgeon was cutting the plate, the plate cutter broke.

Event description:
During surgery when the surgeon was cutting the plate, the plate cutter broke.